Manufacturer narrative:
This device is not available for return as it is with the hospital facility at this time. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this electrode was explanted due to erosion with infection. No additional adverse events were reported.